Event description:
During deployment of a 6f angio-seal device, the user tamped several times and bleeding became pulsatile. The scrub tech noticed that tension on the suture was not sufficient to the downward force. It was reported that 6-8 arterial sticks may have been made prior to deployment of the angio-seal device. A small hematoma was expressed immediately and hemostasis was achieved in 20 minutes. Approx 30 minutes post-delployment, the pt lost distal pulses (pre-procedure pulses of 2+). Radiology performed an angiogram and discovered an occlusion at the angio-seal site and thrombus or a clot at the distal trifurcation. The pt did not expriencee pain in right leg nor was there any significant color or temperature changes in the leg. The device was removed; pt status is unknown at this time. A pre-placement angiogram was performed prior to deployment. It should be noted that the user is not certified in deployment of the 6f angio-seal device.